Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that a purge pressure low alarm was displayed on the automated impella controller after the insert.

Manufacturer narrative:
The investigation for the low purge pressure has been completed. The cause of the low purge pressure can be linked to the device as the issue reproduced in the lab but a specific cause was unable to be determined.